Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Correction to blocks b1, b3, h6 additional information provided in block d4 block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 7072269 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 707226.

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.